Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not connecting to the network. The biomedical engineer reports that they connected a new central nurse's station (cns) and three gz's are in intermittent communication loss. Nihon kohden technician advised them to replace the gz's and see if the swaps resolve the issue. The biomedical engineer (bme) called back to report that the issue was resolved. He connected a new cns-6801. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(6) 2021 emailed customer via microsoft outlook and a reply was received stating they are not able to provide the patient information but will try to provide the additional device information requested. Concomitant medical device(s): additional device(s) in use with cns: gz: model #: ni, serial #: ni, manufacture date: ni, unique device identifier: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not connecting to the network. The biomedical engineer reports that they connected a new central nurse's station (cns) and three gz's are in intermittent communication loss. Nihon kohden technician advised them to replace the gz's and see if the swaps resolve the issue. The biomedical engineer (bme) called back to report that the issue was resolved. He connected a new cns-6801. No patient harm reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not connecting to the network. The biomedical engineer reports that they connected a new central nurse's station (cns) and three gz's are in intermittent communication loss. Nihon kohden technician advised them to replace the gz's and see if the swaps resolve the issue. The biomedical engineer (bme) called back to report that the issue was resolved. He connected a new cns-6801. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was not connecting to the network. They connected a new central nurse's station (cns) and three gz transmitters were in intermittent comm loss. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps and requested that the customer swap out the gz transmitters and call back if there was no resolution. The bme called back to report that the issue was resolved. With the available information it is reasonable to determine the root cause to be the device batteries or the settings of gz transmitter. A review of the serial number history shows a reoccurrence of the reported issue on ticket (120494). The root cause is determined to be the facility's network environment for that incident. Additional information: b4 date of this report d10 concomitant medical device g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative